Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: we are seeing increased incidents in occlusion with our tubing. There has not been patient harm.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that there was an occlusion. The customer complaint could not be verified due to the product not being returned for failure investigation. A lot number was unknown, however, a possible lot was identified to be lot #21119828. A device history record review for model 20127e and possible lot number 21119828 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: we are seeing increased incidents in occlusion with our tubing. There has not been patient harm.